Event description:
It was reported that patient passed away. The patient's cause of death was multisystem organ failure. After implant, the patient left the operating room with the left ventricular assist device (lvad) and centrimag right ventricular assist device (rvad). On (B)(6) 2025, the patient returned to the operating room for weaning the rvad. They did not tolerate rvad wean and were placed on extracorporeal membrane oxygenation (ECMO) support with removal of the rvad. He started on continuous veno-venous hemodialysis (cvvhd) on (B)(6) 2025. On (B)(6) 2025, the patient underwent lower extremity fasciotomy (rle) arteriogram with thrombectomy and stenting of right superficial femoral artery (r sfa) with development of rle compartment syndrome requiring bedside rle fasciotomy. During their stay, the patient experienced multiple episodes of ventricular tachycardia (vt), requiring numerous shocks. On (B)(6) 2025, the family requested to withdraw care, initiating comfort care, after a family meeting. Patient's outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multi organ failure, thromboembolism, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.